Event description:
Well when I first got the essure I was ok the first 2 days. After the 2nd day I was in a lot of pain in my lower back and my pms is longer then ever. Sometimes I go 2 weeks. I have a hard time having sex with my husband ; it's very very painful. I don't want to be touched. I have very bad pains in my lower stomach and I break out in a very bad rash on my stomach. It has been very bad for me as a woman. I have no life. I wish to get this undone one day soon. (B)(4)